Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-04073 pertains to the other device. It was reported to boston scientific corporation that during a cystocele repair and tubal vaginal sling procedure using a precision speedtac transvaginal anchor system, the suture detached. It is unknown whether or not the suture or anchor detached inside the patient. The physician completed the procedure with another precision speedtac transvaginal anchor system with no complications to the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-04073 pertains to the other device. It was reported to boston scientific corporation that during a cystocele repair and tubal vaginal sling procedure using a precision speedtac transvaginal anchor system, the suture detached. It is unknown whether or not the suture or anchor detached inside the patient. The physician completed the procedure with another precision speedtac transvaginal anchor system with no complications to the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the two returned precision speedtac anchoring system kit handles revealed no defects or damage. The two sutures and anchors were not returned for analysis. The cause for this event could not be determined, as the sutures were not returned for evaluation.